Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported intermittent air detector issue which was not reproduced. The intermittent air detector issue was verified through a review of the event history log by the presence of "air-in-line!" On the final days of customer use in the log. Evaluation found continuity across the ultrasonic sensor flex pins, causing the symptom. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent air detector issue. There was no patient involvement. No additional information is available.